Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
Prior to an implant attempt of the subject device, the physician noted that the internal circuits seemed/felt detached from the can. Therefore, the device was not implanted.